Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 3. The technical service representative (tsr) assisted the home patient (hp). The tsr explained the message to the hp; no issue was found. The tsr had the hp recycle the machine and informed the hp to start over using new supplies. No further information is available. No patient injury or medical intervention was reported.